Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that after connecting the catheter connector to the catheter, the doctor gently pulled the catheter connector to confirm if the catheter connector was connected properly. However, the catheter came off the catheter connector without resistance when pulling the catheter connector gently. Another catheter connecter in the new kit was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached catheter was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 4fr s/l groshong connector. The sample was received assembled. The catheter was not returned for evaluation. Mechanical damage was observed on both locking arms. Microscopic inspection of the sample confirmed the presence of mechanical damage on both connector segments. The connector was disassembled and no catheter fragment or other evidence of catheter passage was observed. Following longitudinal bisection of the distal connector segment, inspection of the compression sleeve revealed that it had been advanced into the narrow region of the bore. Microscopic inspection of the compression sleeve confirmed that it had been advanced into the narrow region of the bore. The distal connector ID was measured using a digital microscope and found to be outside of manufacturing specifications. The connector showed no evidence of catheter passage prior to assembly, suggesting that the catheter was not inserted past the compression sleeve during device placement. The distal connector ID was found to be smaller than minimum specifications and likely contributed to difficulty/inability to properly insert the catheter. The cause of this condition is supplier related. Supplier corrective actions are being implemented. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that after connecting the catheter connector to the catheter, the doctor gently pulled the catheter connector to confirm if the catheter connector was connected properly. However, the catheter came off the catheter connector without resistance when pulling the catheter connector gently. Another catheter connecter in the new kit was used to complete the procedure. There was no reported patient injury.